Event description:
The center reported that the patient's device was explanted due to device extrusion through the wound caused by a staph infection. The device was explanted. The patient is reportedly doing well.